Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing morphine (unknown) for non-malignant pain. It was reported that the patient stated his pump malfunctioned and was stuck in the hospital going through withdrawals. Patient stated the pump was ready to get switched out and scheduled but never did yet. Patient went to the doctor and they said to come see him when they can. Agent tried to clarify if the pump stopped or what happened and patient stated all he knows was that the pump was past prime and ready to come out. After they were there, they started with the typical narcotic withdrawal with the jolting legs. The patient was redirected to their healthcare provider to further address the issue. Agent advised to get the healthcare provider on the line and can text to national answering service (nas) and technical support. Patient called back stating that he was out of the hospital and he was going through severe withdrawals. Patient stated in the hospital he was given dilaudid and oxycodone. Patient stated medical office was closed until monday. Caller stated healthcare provider decreased his meds to 2mg/continuous. Agent documented information and directed patient to health professionals for further assistance. Additional information was received from a healthcare provider reporting that the patient was informed in november of '25 that his battery would die in february. He was scheduled to see surgeon. He decided he didn't want pump and was told to come to office weekly to have pump decreased. He did not do that. Pump died and patient was put on oral narcotics until surgeon could replace pump. It was reported that the patient's withdrawals resolved after the pump was replaced.

Manufacturer narrative:
B2 was corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.